Event description:
It is alleged that the balloon of the catheter could not be properly deflated. The clinician cut the valve off the inflation lumen, however was unable to deflate the balloon. The patient was transported to the hospital where the balloon was deflated and the catheter removed.